Event description:
It was reported that prior to starting a da vinci surgical procedure, the megasuturecut needle driver instrument was not recognized by the system. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of not recognized by the system. There was no trouble found. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Failure analysis investigation found the following damages: the grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. There was also a frayed part at the distal pulley area. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. The instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the pulley. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.